Manufacturer narrative:
(B)(4).

Event description:
The implanted pump emitted a lot of noises like a clock functioning and the audible alarm was "frequently turned on." The pump logs showed that the motor had stalled and had not recovered. A roller study was done; it was verified by the physician that there was not enough motor movement. The same day, the physician did a catheter contrast study and the catheter didn't seem to be kinked or clogged. A pump replacement was being considered. The device system was used to deliver bupivacaine. Additional information has been requested. A follow-up report will be sent if additional information becomes available.